Manufacturer narrative:
Additional information; event.

Event description:
It was reported that the secondary bag emptied faster than expected, and the primary bag increased in volume during a patient's infusion which was programmed to infuse over (2) two hours. The set had been in use (1) one day when the event occurred. The hospital biomed conducted testing of the set and determined that a back-check valve failure occurred. It was confirmed during follow-up that there was "no" patient harm as a result of this event.

Event description:
It was reported that the secondary bag emptied faster than expected, and the primary bag increased in volume during a patient's infusion which was programmed to infuse over (2) two hours. The set had been in use (1) one day when the event occurred. The hospital biomed conducted testing of the set and determined that a back-check valve failure occurred. It was confirmed during follow-up that there was patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report of a back-check valve failure was confirmed. The primary set and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the received sets during visual inspection. During functional testing, fluid and air bubbles were immediately noticed going into the primary bag. Fluid was also noted to have gone past the check valve indicating a failing check valve. The back-check valve failure was due to a silicone and calcium particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The root cause for the presence of the silicone and calcium particle was not identified.

Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the secondary bag emptied faster than expected and the primary bag increased in volume during a patient's infusion programmed to infuse over 2 hours. The set had been in use one day when the event occurred. The hospital biomed conducted testing of the set and determined that a back check valve failure occurred. No patient harm was reported.